Manufacturer narrative:
(B) (4) this is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Event description:
The customer states that the following architect ca 125 assay results were generated on one patient: architect #1: 300 u/ml, architect #2: 23 u/ml (reagent lot 74255m100; different lab), architect #3: 23 u/ml (different lab). The customer commented that results have been elevated for this patient on architect analyzer #1 since (B) (6) 2009 (e.g., 218, 200, 220 and 250 u/ml). The customer states that no suspect results have been reported from the lab. There is no impact to patient management reported.